Manufacturer narrative:
B5: upon additional information, the reported quantity of under infused devises was found to be three (3). H11: three (3) devices were received for evaluation containing no fluid in their bladder. The flow rates were observed to have been set at 5ml on the multirate control modules. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sets underwent a functional flow rate test, and the devices performed according to product specifications. The reported condition was not verified on any of the devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) large volume multirate infusors underinfused medication during infusion. The underinfusions were described as slow flow. The expected infusion time was 48 hours; however, it was observed that the actual infusion times were between 55-58 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.